Event description:
In 2009, the pt reported he changed his insulin infusion headset, tubing and insulin cartridge this morning and by noon, his blood glucose had elevated to 350 mg/dl. His normal range is around 100 mg/dl. He stated that a few hours later, he received an e4 (occlusion) error on his infusion device. He stated his troubleshooting did not find any damage to his headset cannula, but no insulin dripped from the end of the tubing. He stated he changed his infusion set and injected insulin via syringe. On follow up with the pt two days later, he stated that, while waiting for his replacement device, he switched to injection therapy and his blood glucose elevated to 500 mg/dl. He stated his blood glucose is currently within his normal range. The infusion device and infusion set were replaced, and requested to be returned for evaluation.